Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was frozen on the blue screen. A field service engineer inspected the station and noted that the screen indicated windows updates in progress followed by an update rollback. Attempted an operating system repair with no resolution, performed a station reimage using the existing solid-state drive (ssd). Completed the reimage but observed that the application failed to launch under the carefusion application login. Contacted technical support center (tsc) for further assistance and departed the site with the application operational under the carefusion admin login. A tsc agent later connected to the station, logged in as carefusion admin, and identified that the remote support service (rss) update agent was missing. The agent reinstalled the remote support service (rss) agents following knowledge article (ka) - how to manually install rss agents & rss component manager, updated dependency file, enabled the auto login for carefusion application setting in the station configuration utility, and rebooted the station. The med application launched successfully. The fse was informed that all updates had been applied and verified through multiple reboots via remote support service (rss) sessions, and the issue was resolved. The system functioned as intended after the field service engineer and technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, frozen on the bluescreen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.